Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b1: adverse event or product problem: updated. B2: outcomes attributed to adverse event: updated. B5: describe evet or problem: updated. D4: model #, lot #, expiration date, UDI#: updated. E1: initial reporter: name and address: updated. G1,2: contact office: name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11. H10: device iteration: updated.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. On a later date, the patient presented with a type iii (a or b) endoleak and a ruptured aneurysm. The physician elected to treat the patient by unknown means on an unknown date. Any patient identifiers and the initial implant details are unknown. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was received reporting that the patient had been at a different hospital and had coded twice prior to arriving for re-intervention of the type iiib endoleak. Re-intervention was completed by treating the type iiib endoleak with successful implant of an afx vela suprarenal. However; post-secondary procedure, on the same date of the patient died due to a stroke.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent on an unknown date. On a later date, the patient presented with a type iii (a or b) endoleak and a ruptured aneurysm. The physician elected to treat the patient by unknown means on an unknown date. Any patient identifiers and the initial implant details are unknown. As of date, there have been no additional patient sequelae reported.